Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The physician has reported that the reason the components separated was because of tortuosity in the pt's abdominal aorta and iliac arteries. Add' device implanted and related to this event includes: (B)(4).

Event description:
On (B)(6), 2011, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6), 2011, computed tomography (CT) scan revealed a type ii endoleak. The contralateral component had separated from the contralateral gate of the trunk-ipsilateral component. It was reported that the reason the components separated was because of tortuosity in the pt's abdominal aorta and iliac arteries. On (B)(6), 2011, the pt was implanted with a second contralateral leg component to treat the type iii endoleak. The endoleak was resolved, and the pt tolerated the procedure.